Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging a meter memory issue with the subject meter. The reporter alleged that when the subject meter was powered on the last result was displayed. No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.